Manufacturer narrative:
H11: according to log file analysis, the cockpit freeze was caused by multiple graphic user interface (gui) timeout responses to hlm internal checks. As part of hlm safety architecture, essenz sw implements watchdog calls to the gui every 2 seconds. When the gui doesn¿t respond to 12 watchdog calls (24 seconds), a reboot is triggered to restore cockpit functionality. This is a safety counter measure by design. This condition doesn¿t affect pumps¿ functionality. The pumps continue to run according to previous settings during the entire event duration and can be controlled by control unit (cu) or backup control unit (ccu). Analysis of the complaint database revealed similar reports from other customers using sw hlm.1.5 and previous sw versions. Based on the above, the most likely root cause of the reported reboot was an isolated gui timeout response to the internal checks. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in aachen, germany. Through follow-up communication with the customer, livanova learned that the restart took about 60 to 90 seconds. No other systems were involved (except the values of the electronic gas blender that were set to ¿0 l/min¿). The issue occurred on (B)(6) 2025 at around 10-11 o'clock. Relevant machine log files were extracted and will be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that cockpit of an essenz console, equipped with software version 1.5.1, restarted automatically during a procedure. Cockpit screen went black and gas blender was not back to the settings from operation but went back to profile settings. The case could be continued, the electronic gas blender had to be manually reset to the original values by the customer. Pumps could be operated at any time via the control units. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the cockpit log files have been requested and analyzed. The analysis confirmed the problem, highlighting that the backup control unit maintains control during the reboot lasted from 60 to 90 seconds. The cockpit screen reboot showing the livanova logo and once the cockpit user interface is restored, the "last case" button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. The gas blender returns to the original settings selected by the user and may require the operator to adjust flows if changed during operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.